Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call the insulin pump buttons were hard to press and screen was scratched and was hard to read. The customer¿s blood glucose level was unknown at the time of incident. The customer's spouse declined to transfer to helpline. The insulin pump will not be returned for analysis.